Manufacturer narrative:
This event is being submitted as a result of a retrospective review of complaint records. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the bever male straight hydrophilic catheters caused bleeding to the patient, which resulted in being hospitalized for five days. The patient also stated he was no longer using the intermittent catheters. Per additional information received via follow up on 24jul2021, the patient stated he did not notice anything unusual about the catheter before insertion, but he was new to using catheters altogether so he was not sure what to look for. The patient also stated the bleeding occurred shortly after catheter insertion and it required hospitalization where he was given two units of packed red blood cell infusions, and the hospital also placed a foley catheter for irrigation for four days. The patient further mentioned that he takes blood thinner medication (eliquis) due to a cardiac history of atrial fibrillation so that contributed to the bleeding as well.

Event description:
It was reported that the bever male straight hydrophilic catheters caused bleeding to the patient, which resulted in being hospitalized for five days. The patient also stated he was no longer using the intermittent catheters. Per additional information received via follow up on 24jul2021, the patient stated he did not notice anything unusual about the catheter before insertion, but he was new to using catheters altogether so he was not sure what to look for. The patient also stated the bleeding occurred shortly after catheter insertion and it required hospitalization where he was given two units of packed red blood cell infusions, and the hospital also placed a foley catheter for irrigation for four days. The patient further mentioned that he takes blood thinner medication (eliquis) due to a cardiac history of atrial fibrillation so that contributed to the bleeding as well.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential failure mode identified was " biocompatibility issues". Therefore, a potential root cause for this failure could be, "unsuitable material'. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor. Please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube).¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.